Manufacturer narrative:
Device evaluated by MFR.: mustang 12x4x75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the proximal balloon sleeve and extending approximately 70mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachiobasilic arteriovenous. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. It was further reported that the more than 70% stenosed target lesion was around 50% severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: mustang 12x4x75 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the proximal balloon sleeve and extending approximately 70mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachiobasilic arteriovenous. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the brachiobasilic arteriovenous. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.